Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 4.00x32mm liberte bare stent was advanced to the unspecified lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 4.00x32mm liberte bare stent was advanced to the unspecified lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with another of the same device with no patient complications reported. The patient¿s condition is listed as good.

Manufacturer narrative:
Device evaluated by MFR.?: a visual examination of the returned device found that the proximal end of the stent was damaged. As a result the stent struts at the proximal end were stretched and raised. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).